Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the found a hypotube break at 25.5cm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during analysis. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27feb2019. It was reported that crossing difficulties were encountered. The patient presented with acute coronary syndrome. Vascular access was obtained via the femoral artery. The 90% stenosed, 3.5x16mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified ostium of right coronary artery and left anterior descending artery with ejection fraction of 20%. A 3.50x16mmm synergy drug-eluting stent was advanced but failed to cross the lesion due to the presence of mild calcification. Another stent was advanced and completed the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube detached/separated.